Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were not intact. The investigation found counterfeit case top. Cracked left plunger case. The pump event history showed a syringe plunger not in place alarm in the error history log (ehl). The evaluation was performed, during occlusion test, found 'syringe plunger not in place' alarm halfway through occlusion test. Syringe plunger sensor true/false values do not change in unison. Plunger board no longer operates properly. Pump is over 7 years old. The root cause of the reported issue was unable to be determined. The technician replaced the plunger board. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the syringe not in place alarm was observed. No patient injury was reported.